Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-4316 lot#: 17698093 description: next generation anchor kit-sterile model#: sc-3138-25 serial#: (B)(4) description: scs phiii ext 25cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the battery site. Symptom of the infection was inflammation at the battery site. Antibiotics were prescribed. Infection was not device related, nor procedure related. A fractured lead was left inside the patient's body. Physician had no plans of removing the lead. No device malfunction was suspected. No further course of action at this time.

Manufacturer narrative:
Additional information was received that the patient was experiencing symptoms of infection such as pocket swelling, redness and fever. It was also believed that the infection was device related.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the battery site. Symptom of the infection was inflammation at the battery site. Antibiotics were prescribed. Infection was not device related, nor procedure related. A fractured lead was left inside the patient's body. Physician had no plans of removing the lead. No device malfunction was suspected. No further course of action at this time.